Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure message appeared. The customer tried reconnecting and attempted to calibrate, but the message continued. The central lumen was used successfully to monitor the pressure. There was no patient injury or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing, pressure tubing and a non-maquet sheath were also returned with blood between the sheath and the catheter tubing and covering the rear portion the membrane. A catheter tubing kink was observed at approximately 75.4cm from the iab tip. Additionally, a broken optical fiber was also observed at approximately 71.6cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and no leaks were detected. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure message appeared. The customer tried reconnecting and attempted to calibrate, but the message continued. The central lumen was used successfully to monitor the pressure. There was no patient injury or adverse event reported.